Event description:
It was reported that the pump touchscreen was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset; however, the issue persisted. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.